Event description:
On (B)(6) 2012 the patient contacted animas alleging that about two weeks ago, the pump powered off while she was sleeping and she awoke with a blood glucose (bg) of 500mg/dl with a mild headache, mild thirst, and excessive urination. The patient stated that she corrected her bg with insulin injections and went on a back-up plan for insulin delivery. The patient reported that she had dropped the pump prior to the alleged incident and upon inspection noted a crack in the pump casing. The patient stated that the battery cap would not secure to the pump. The alleged malfunction is not likely to cause an adverse event. A damaged pump is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed that rebooting had occurred. Visual inspection revealed a battery compartment crack. The battery cap was not returned with the pump for investigation. A test cap was used to complete testing. The test cap was able to secure to the pump properly. During the rewind step, the pump emitted a call service alarm. Additional testing for the alleged power issue could not be completed due to the recurring alarm. The pump was opened and there was evidence of moisture damage observed on the motor flex.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.